Event description:
It was reported during an implant attempt that the catheter was unable to successfully "puncture" after several attempts. The sheath was discarded and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the entire sheath was returned. The tip is damaged and appears to have been pushed with force against something. The device was damaged at implant.